Manufacturer narrative:
The t:slim g4 pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intentionally stopped insulin delivery and received a resume pump alarm. Reportedly, the customer reverted to manual injections. The customer's blood glucose (bg) level was 250 mg/dl and the bg level was addressed with a manual injection. Reportedly, the supplies were changed and insulin delivery was resumed.